Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon reported that he undertook a revision of a triathlon ts knee. The surgeon further reported wear of the insert posterior and base plate.

Manufacturer narrative:
An event regarding loosening involving a triathlon baseplate was reported. The event was confirmed by medical records. Method & results: device evaluation and results: mar concluded: abrasion damage was observed on the femoral component condyles and on the medial sides of both the uhmwpe insert and the tibial baseplate. The asymmetrical abrasion wear damage indicates that biased loading of the femoral component had occurred during use. An embedded particle on the lateral side of the insert is likely from debris resulting from contact between the femoral component and the baseplate. Yellow discoloration at multiple sites was also observed and is the result of the in vivo absorption of synovial fluid. Medical records received and evaluation: x-rays confirm wear of the poly bearing in the medial compartment with metal-metal contact and secondary varus deformity. The baseplate is loose with radiolucent lines around the entire baseplate. Posterior tibial slope of the baseplate is excessive with 12°. The femoral component also has some radiolucent lines but is not (yet) loose. There is some varus deformity across the knee arthroplasty due to significant poly wear in the medial compartment of the arthroplasty. This varus deformity should be considered secondary to the poly wear because without this, the initial alignment of the knee has probably been adequate even though no early post arthroplasty x-rays are available. Also the apparent metal-metal contact between femoral and tibial component, obvious on the x-rays and also confirmed in the materials analysis, is secondary to the same poly wear problem. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the material analysis report concluded that the posterior end of the medial side had an area of wear abrasion, consistent with cyclic contact with a hard object, likely from the femoral component. The asymmetrical abrasion wear damage indicates biased loading of the femoral component had occurred during use. This is further indicated in the medical review. A principal and major contributor to the present knee instability was the excessive posterior tibial slope of the baseplate with an angle of 12°. And that the principal failure mode is thus tibial baseplate malposition in excessive posterior tibial slope leading to flexion instability with overload in the arthroplasty and consequently abnormal bearing wear and tibial baseplate loosening. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon reported that he undertook a revision of a triathlon ts knee. The surgeon further reported wear of the insert posterior and base plate.